Event description:
A ta stapler was used on the bowel. The stapler closed and then squeezed a second time. The bowel was then cut with 10' blade. When the stapler was released, no staples were found. The specimen was sent to pathology to verify. Pathology stated that only old staples were found on specimen.